Manufacturer narrative:
H4: the lot was manufactured between october 25-27, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bag which contained the folfusor device which suggested that a leak had occurred. The location of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked inside the overpouch. Droplets and excess liquid were seen in the overpouch, and it is unsure if the device was leaking out at the end or not. The pump contained 3400 mg of fluorouracil in 0.9% sodium chloride solution. This was observed when the device was in the overpouch prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.